Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details.

Event description:
It was reported that the vascular stent could not be deployed during the stent placement procedure. The delivery system was retracted from the lesion site without issue. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed that the stent could not be deployed due to the breakage of a force transmitting component. Increased friction in the distal catheter section is considered the reason for the increased release force and subsequent deployment failure. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. Reportedly, the tracking path was tortuous and calcified; however, there was no difficulty in advancing the system to the lesion site. The reported event also may be use-related as rough handling of the device can lead to deformation and subsequent friction increase. On the basis of the information available, the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit."

Event description:
It was reported that the vascular stent could not be deployed in the sfa during the stent placement procedure. The delivery system was advanced to and retracted from the lesion site without issue. Reportedly, the tracking path was tortuous and calcified. Another device was used to complete the procedure successfully. There was no reported patient injury.